Event description:
Report rec'd of an independent rate change. The pump was programmed to deliver bumex at 11 ml/hr with a dose limit of 200ml on the primary line. The nurse reported that when she returned from lunch, the pump was infusing at a rate of 250ml/hr and a total of 169ml had infused. The medication was stopped and the doctor was notified. Orders were rec'd to resume the bumex at the intended rate of 11ml/hr. The pt did not experience any adverse effects. Though requested, there was no further information available.